Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with 70% stenosis. The 8.0x29mm omnilink elite stent delivery system (sds) was advanced over a .035 guidewire through a standard 6 french (fr) sheath, utilizing the left anterior tibial for access. As the distal end of the sds was advanced to the proximal portion of the left anterior tibial, it would not advance through the severe calcification. The device was then attempted to be removed but got caught on the distal end of the sheath. The sds and the sheath were removed as a unit. Wire access was maintained as the catheter and sheath were successfully removed. There was no adverse patient effect and there was no clinically significant delay in the procedure. The procedure was terminated and no other intervention was attempted for the iliac lesion. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with 70% stenosis. The 8.0x29mm omnilink elite stent delivery system (sds) was advanced over a .035 guidewire through a standard 6 french (fr) sheath, utilizing the left anterior tibial for access. As the distal end of the sds was advanced to the proximal portion of the left anterior tibial, it would not advance through the severe calcification. The device was then attempted to be removed but got caught on the distal end of the sheath. The sds and the sheath were removed as a unit. Wire access was maintained as the catheter and sheath were successfully removed. There was no adverse patient effect and there was no clinically significant delay in the procedure. The procedure was terminated and no other intervention was attempted for the iliac lesion. Returned device analysis identified the stent implant was stationary on the balloon, but not between the markers. The account confirmed there was stent dislodgement. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to remove could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.